Event description:
It was reported that the user experienced hyperglycemia after changing cgm supplies during sleep, woke with elevated glucose, then changed supplies again upon waking, after which glucose returned to range and remained stable. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient disruption without need for medical intervention or assistance. Investigation included complaint handling, troubleshooting, and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear and no reportable injuries.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.